Event description:
It was reported that, "washed out for infection. Scratches on the head and liner."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report. The v40(tm) femoral head, cat# 63642236, lot g2533845 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.